Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the snake arm would not fully lock during a transforaminal lumbar interbody fusion (tlif) surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis # (B)(4): functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The mechanism of failure is consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.